Event description:
During procedure a new bovie and bovie pad had to be obtained due to malfunction of the bovie being used by the surgeon. Bovie pad was placed on her right upper back. When the surgery was done, during removal of both of previously placed bovie pad and the second pad placed on her left upper abdomen was clear. The first bove pad which was placed on her right upper back showed signs that the pad and the gel were burned in the upper left corner. The bovie pad on her back was placed on clear, dry, no hair area, also no metal. Burned area appears to be approximately the size of a quarter. Consult for debridement of the burn was called.======================health professional's impression======================possible arcing in the bovie pad.